Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via article review in the american journal of cardiology, from 2006 to 2007, 174 pts with 211 lesions underwent implantation with the multi-link vision stent. Six-month f/u, coronary angiography was performed for 143 pts with 174 lesions. In this study, clinical and angiographic outcomes were evaluated retrospectively. After the six month f/u, the rate of binary in-stent restenosis and target lesion revascularization (tlr) were 15.5% and 10.9%, respectively. The rate of major adverse cardiac event (mace) and target vessel revascularization (tvr) were 12.6% and 13.2%, respectively. This study confirmed the safety and efficacy of the multi-link vision stent is effective when considering appropriate pt lesion characteristics in the des era. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Restenosis, as listed in the vision IFU is a known adverse event associated with coronary stenting. Restenosis and hospitalization are listed as post procedural complications. As there was no reported product malfunction during the time of the stent implants, there does not appear to be any indications of a product quality deficiency. In this case, it is likely that the hospitalization is a secondary effect of the restenosis with required pti. A conclusive cause for the reported pt effects, and the relationship to the products, if any, cannot be determined.